Manufacturer narrative:
The product was not returned therefore product could not be evaluated. Per the facilities safety manager who stated it was most likely not the product but their staff's error. The procedure was completed by switching to another product and the patient was later discharged to parents.

Event description:
Allegedly per the customer, during a cardiac catheter procedure with a rigid bronchoscopy, due to an incompatible adapter which would not attach to the ventilator system , the patient became hypoxic and a code was called. An endotracheal tube was placed and the patient stabilized.